Event description:
Device 1 of 2. Reference MFR. Report#:1627487-2019-02769.

Event description:
Device 1 of 2: reference MFR. Report#:1627487-2019-02769. It was reported the patient was not receiving effective stimulation from the scs system. In addition, the patient stated she needed mris performed. As such, the patient underwent surgical intervention wherein the system was removed.